Event description:
Info received indicates, the right siderail will not latch in the up position.

Manufacturer narrative:
The tech found the screw that holds the siderail latch was loose. The tech tightened the latch screw to repair the stretcher.